Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report high blood glucose levels of 716 mg/dl due to the belt clip breaking and the insulin pump coming out of the customer's stomach. The customer also reported a no delivery alarm during prime. The customer reported the alarm was resolved by a complete set change. The customer declined to return any products for analysis.